Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the leads migrated, there was a loss of therapy and a return of pain.  The rep met with the patient to do some programming. Apparently about a week ago, the pt bent over to take a picture underneath his vehicle and noticed the stimulation moved from his right side to his left. The rep spent about an hour mapping out his leads. Both leads have migrated significantly. Rep believes the lead on the right has pulled down to the top of t8 and the left has pulled down to the top of t7, but it was a little hard to tell if the bottom of the x-ray was at t12. The patient's main concern is right mid backpain.  The lead in the left (8-15) elicits left sided rib and abdominal stimulation, so rep is not using it for the programming. The patient also noted tingling in their left arm and random tingling just under their left front rib cage. Rep was able to get some right sided stimulation at the bottom of the 1¿7 lead but it¿s stronger in his abdomen and doesn¿t quite cover the pain in the right back. Regardless, rep sent pt home with some programs to try. The rep explained that they don¿t always have to get stimulation dead on to help and to try these groups for a while to see if they help. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 20-jun-2027, UDI#: (B)(4) ; product ID: 97 7a260, serial/lot #: (B)(6), ubd: 20-jun-2027, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.